Event description:
A report was received that patient's ipg was displaying an error code on the remote control. Bsn representative was able to clear the code but the physician elected to replace the ipg. The patient is doing well following the revision.

Event description:
A report was received that patient's ipg was displaying an error code on the remote control. Bsn representative was able to clear the code but the physician elected to replace the ipg. The patient is doing well following the revision.

Manufacturer narrative:
.

Manufacturer narrative:
The explanted ipg was not returned to bsn as it was discarded. A review of the manufacturing documentation of the ipg revealed no anomalies or deviations potentially related to the reported event occurred during manufacturing.